Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Review of the device alarm log verified the reported issue. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-49 (malfunction in real time clock: abnormal rtc data) alarm was identified during functional testing. The cause of the condition was determined to be a damaged/depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump cannot turn on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.